Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The complaint of no pressure reading cannot be confirmed by the photo. The photo revealed evidence of ischemia on the patient. However, this alone does not provide sufficient evidence of a defective device in relation to pressure readings during use. The instructions for use (IFU) provided with this kit warns the user , "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"Limb ischemia and swelling on left hand. Ischemia subsided." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the cathter to be not functional after 1 day needing replacement. All of this caused delay with the patient needing longer stay due to the ischemia. The patient was reported as deceased due to their underlying condition and the device was not contributory. Additional information was requested but was not available at the time of this report.

Event description:
"Limb ischemia and swelling on left hand. Ischemia subsided." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the catheter to be not functional after 1 day needing replacement. All of this caused delay with the patient needing longer stay due to the ischemia. The patient was reported as deceased due to their underlying condition and the device was not contributory. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Manufacturer narrative:
(B)(4).

Event description:
"Limb ischemia and swelling on left hand. Ischemia subsided." Additional information from hospital reported the issue with the catheter was the inability to trace blood pressure and draw blood sample causing the cathter to be not functional after 1 day needing replacement. All of this caused delay with the patient needing longer stay due to the ischemia. The patient was reported as deceased due to their underlying condition and the device was not contributory. Additional information was requested but was not available at the time of this report.